Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to have a broken cable. The instrument was replaced and procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report stating: staff noticed a broken cable on tip of instrument during case set up. Obtained a new pair of scissors.